Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test and had a bad fiber optic assembly. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm observed that the fiber optic module was broken. The stm ordered the part and continued with pm service which included the condensation removal procedure due to condensation build up. The stm returned at a later date and replaced the fiber optic assembly then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name is (B)(6). The initial reporter named is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test and had a bad fiber optic assembly. Since the event occurred during pm, there was no patient involved and no adverse event was reported.